Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a intellanav mifi open-irrigated catheter had a leak around luer lock hub on irrigation port of the catheter handle. No error message was displayed. Generator used was maestro 4000 and flow rate was 2 ml/min. The issue was solved by exchanging the catheter. No patient complications were reported. Device is expected to be returned for analysis.

Event description:
It was reported that during a procedure a intellanav mifi open-irrigated catheter had a leak around luer lock hub on irrigation port of the catheter handle. No error message was displayed. Generator used was maestro 4000 and flow rate was 2 ml/min. The issue was solved by exchanging the catheter. No patient complications were reported. Device has been returned for analysis.

Manufacturer narrative:
Device was returned for analysis to boston scientific. Per visual inspection the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.